Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Metal shaft has broken...head was off inside mouth - oral-b [device breakage] case narrative: a mother via phone stated that the metal shaft on her daughter's oral-b pro 3 toothbrush was broken and the oral-b precision clean toothbrush head was off inside her mouth. No injury was reported.